Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 16.41 pg/ml. The repeated result was 821.3 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The reagent lot number is 53093901 with an expiration date of 31-jul-2022. The local service checked the customer sample handling and maintenance. It was confirmed that the customer did not use the mandatory adapter for 13 mm. Sample tubes and that the customer did not follow the operator maintenance (pinch valve tubing replacement). The investigation determined that the issue was caused by a missing sample tubes adapter for 13 mm tubes. After service, no further issues were reported by the customer.